Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the firing knob was broken, did any piece or pieces break off of the device? If yes, did any piece or pieces fall into the patient? If yes, were they retrieved? Problem happened during surgery and no pieces fell into patient.

Event description:
It was reported that during an unknown procedure, when the instrument was loaded with the 3rd reload, the firing trigger was broken. There were no patient consequences reported.